Manufacturer narrative:
Correction: this file was originally incorrectly filed under registration number mrn (B)(4). The date of that submission was 5-mar-2025. Received one device, leakage confirmed via leakage testing. Improper application of solvent between the pilot balloon and the valve on the proximal side is a detectable condition. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a cuff leak due to a small hole. There was no disinfection or sterilization, and no infectious disease occurred. There were unknow patient harm reported as a result of the event.